Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified common iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 67mm in length and extended from a position 12mm proximal of the proximal markerband to 15mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified common iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.